Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected: b5.

Event description:
Additional information indicated during the procedure, the wrong lead was taken out and not put in the right port originally. There were high impedances on only one lead. Investigation was unable to identify which lead was impeded.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's leads had invalid impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.